Manufacturer narrative:
Diagnosis. Waterway blocked. Repair report. The device was repaired, tested, and adjusted according to the manufacturer's specifications. The device was tested according to iec 62353 / din vde 0751. Solenoid valve and handpiece hose replaced.

Event description:
In this event it is reported that a cav.plus tap-on,220/240v,g136 is alleged that the system is warm, because there is too little water. No injury.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.